Event description:
A tech reported an intraocular lens (iol) was exchanged due to the pt was dissatisfied with the lens and the surgeon noting the lens was damaged. Additional info was received from the tech who reported the surgeon had noticed lines on the lens on a postoperative visit but the pt did not notice lines in her vision. The tech stated the lens was possibly scratched while loading. The info provided by the tech indicated that an unapproved viscoelastic was used for the lens/cartridge/handpiece combination.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. Additional info was provided which indicated an approved cartridge was used with the handpiece; however, an unapproved viscoelastic was used with this lens/cartridge/handpiece combination. The root cause is most likely related to a failure to follow the dfu. Account used an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).